Manufacturer narrative:
Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose (bg) level was between 53-358 mg/dl. Customer reported that her low bg prior to the first malfunction was due to miscalculating the amount of carbs when initiating a bolus delivery and a subsequent over delivery of insulin. Customer required assistance from her husband to consume glucose tablets to address her low bg. Reportedly, the customer reverted to manual injections for insulin therapy.